Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Ischemia and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013 one 2.25x23 xience prime stent was implanted in the posterior-lateral coronary (pl) artery and one 3.0x23 xience xpedition stent was implanted in the obtuse marginal (om) coronary artery. At the third year follow up visit, (B)(6) 2016, the patient had a positive ischemia function test, which was supposedly caused by the target vessel. On (B)(6) 2016, in-stent restenosis was confirmed in the om and the patient was hospitalized. Surgery was performed and grafts were placed in the om, distal left anterior descending coronary artery, and the posterior descending coronary artery. No additional information was provided.

Manufacturer narrative:
(B)(4). Subsequent to the previously filed report, additional information was received that there was no restenosis in the obtuse marginal xience xpedition stent. The previous report of restenosis in this stent was incorrect. No investigation required.

Event description:
Subsequent to the previously filed report, additional information was received that there was no restenosis in the obtuse marginal xience xpedition stent. The previous report of restenosis in this stent was incorrect. No additional information was provided.